Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector is sometimes going under the optic and marking the optic requiring iol removal; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about injectors where the plunger went under the optic in the cartridge and marked the optic which has, in some cases, required an explant, the location of the mark on the optic varied from the periphery of the optic to the centre of the optic. Additional information was requested, but no further information is available.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).